Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) in (B)(6) 2014. The lot number used was b21574. Physician attempted to insert essure, and a piece of the green catheter broke off inside the patient`s right tube along with the insert. The left side was perfect; but the right side did insertion removed inserter, the coil stretched and device came out, she believed that she got most of it out and thought the insert was still in the tube. The catheter was inside the uterus, and the physician took a lot of the device out just a small piece was left. The patient then had a tubal spasm. No other issues were reported. Physician said she will do x-ray to confirm. No further information was provided. The product technical complaint investigation and final assessment were received on (B)(6) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue and a usability issue. According to case information a piece of the green catheter broke off inside the patient's right tube along with the insert during essure insertion attempt. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 3 further ae case reports have been received to date in relation to the reported batch, of which all cases refer to a similar adverse type of events. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure piece of green catheter broke off inside the patient's right tube along with the insert. She took a lot out just a small piece left. The event, seen as device breakage, is non-serious and anticipated according product technical analysis. During difficult insertions, single cases of device breakage have been reported. In this case, according to physician, left side was perfect but in the right side, she did the insertion, removed inserter and the patient had a tubal spasm. The essure coil stretched and device came out. She stated that she got most of it out and thinks the insert or a small piece of it is still in the tube. Given the nature of the reported event, and considering that it occurred in connection with insertion procedure, company assesses it as related to essure. This case was regarded as other reportable incident as it could have led serious deterioration of health if it had occurred under less fortunate circumstances. Product technical analysis was performed without the complaint sample. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There is no reason to suspect about causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up information received on 12-may-2015: the required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure piece of green catheter broke off inside the patient's right tube along with the insert. She took a lot out just a small piece left. The event, seen as device breakage, is non-serious and anticipated according product techical analysis. During difficult insertions, single cases of device breakage have been reported. In this case, according to physician, left side was perfect but in the right side, she did the insertion, removed inserter and the patient had a tubal spasm. The essure coil stretched and device came out. She stated that she got most of it out and thinks the insert or a small piece of it is still in the tube. Given the nature of the reported event, and considering that it occurred in connection with insertion procedure, company assesses it as related to essure. This case was regarded as other reportable incident as it could have led to serious deterioration of health if it had occurred under less fortunate circumstances. Product technical analysis was performed without the complaint sample. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There is no reason to suspect about causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.